Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported there has been an insulin leak in the infusion device system, which she believes originated from the adapter. The adapter has not been changed in over 2 months, and she believes it has started to deteriorate. No adverse event was reported. The alleged product was requested for evaluation.